Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the locking lever and connector was likely caused by wear and tear due to repeated use. As a result, the electrical contacts of the connector became worn and interfere with the image transmission between the scope and the video processor, thus causing an unstable image. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
Device was evaluated. Inspection determined that the device was found with loose video connector unit latch causing unstable, flickering image. The front panel was found faded and scratches on the front panel was observed. The device was found with old software version and needs an upgrade. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection the device was found with loose video connector unit latch causing flickering, unstable image. No patient involvement on this event reported. No user injury reported.